Manufacturer narrative:
Additional information: section b3 - date of event: (B)(6) 2021 section b5 - describe event or problem: additional information confirmed that there was no contact with patient's eye; the lens was not partially or totally inserted in the patient's eye. The issue was noticed before implantation and the defect noticed in the lens was stuck in cartridge. Corrected data: section h6 - medical device problem code: 2524 - failure to advance based on the new information, this event is no longer considered reportable. Therefore, no further follow-up will be sent out under medwatch 2648035-2021-08238. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event: unknown / not provided. If implanted; give date: unknown / not provided. If explanted; give date: unknown / not provided. (B)(6). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported on an issue that a customer had a lens defective. No further information has been provided.